Event description:
A medtronic representative reported that the system was unresponsive to mouse clicks on certain parts of the synergy cranial software. She used the wired and wireless mouse with the same results. She had to edit the registration model and then went to build a tumor model. She could build it but the software was unresponsive when she tried to edit it. They were able to proceed but the software would not respond when she clicked on the images in navigate. It responded to clicking the buttons on the side and the scroll bars for each quadrant, just not the image itself. The medtronic representative exited and re-entered the software. This resolved the issue and the case proceeded. This issue did not affect the cranial case or pt.

Manufacturer narrative:
The device manufacture date is unk. A software evaluation is in progress.